Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (check belt messages) has been confirmed. As received, the trunk cable connector was cracked. The root cause of the cracked trunk cable connector cannot be positively identified, but was likely due to excessive force. After changing the cable the electrode belt was fully functional. No adverse event resulted from the defective trunk cable connector. The pt received a replacement electrode belt.

Event description:
The nephew of a (B)(6), male, pt, called zoll customer support to report that the pt was receiving check belt messages. The pt was provided with a replacement electrode belt.